Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg replacement procedure was cancelled. No further information is available at this time as to when the revision will take place. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.